Event description:
It was reported a 27mm trifecta gt valve was implanted in 2019. The patient was experiencing episodes of dyspnea which led to the removal of the valve. On (B)(6) 2022, the valve was trifecta gt vale was explanted. Upon explant, the valve was described to have a torn leaflet from the stent. The valve was replaced with a 25mm trifecta gt valve. The patient remained stable throughout the procedure and was recovering post procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Implant date: date is estimated.

Manufacturer narrative:
H10. Correction - investigation summary: an event of leaflet tear and explant of the valve was reported. A returned device assessment and histopathological examination could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
H10. An event of leaflet tear and explant of the valve was reported. A returned device assessment and histopathological examination could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.